Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that an error occurred, and the system started up in service mode. Repair work is in progress. Software 2.00.32 will be installed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated by a field service engineer and the reported condition of tart up in service mode error message was confirmed. The device software was downgraded to original sw version 1.00.32 to return the device to functionality. This failure mode was further investigated, and it was determined that later software versions were not compatible with electrical components of devices in the field. Based on the information available and the testing conducted, the cause of the reported problem was a software incompatibility issue. The reported problem was confirmed. The device was operational after repairs were completed. The investigation identified a software incompatibility issue and further action has been initiated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device starts up in service mode.patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.